Manufacturer narrative:
A philips field service engineer (fse) went to the customer site, and was able to replicate the reported sound failure. The fse ran a software test and it showed a result of "change voice". The fse determined that the issue was related to a speaker and mainboard failure. The fse replaced the speaker assembly and mainboard, and then reloaded the software; the device was returned to full functionality. Based on the information available and the testing conducted, the cause of the reported problem was a speaker and mainboard failure. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. D4: product UDI: the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. E1: reporting institution name: (B)(6) hospital. Reporting institution phone #: (B)(6).

Event description:
Philips received a complaint on an intellivue mp50 monitor indicating that there was an alarm sound failure. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.